Event description:
Hcp reported patient presented with signs of infection in 2005. Symptoms included redness, swelling and pain at ipg site. The device was removed and the patient was treated with antibiotics. The type of organism found was staphylococcus aureus. The device was explanted and returned to the manufacturer for analysis. Af follow-up report will be sent when additional information is received.